Event description:
The manufacturer received information alleging "service required" alarm conditions occurred related to the oxygen blending module and a proximal flow sensor. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation, tubing was observed to be kinked inside the device. The tubing was re-routed to address the issue.